Manufacturer narrative:
Added b5, g3/g4, h1/h2, h6. Engineering evaluation summary: the device evaluation performed by engineering showed the following: engineering confirmed that the constraining loop fiber and shrink tube were detached from the constraining loop wire on the transparent deployment knob. The constraining loop shrink tube was found entrapped in the manifold of the device engineering confirmed the constraining loop wire was incorrectly routed in the manifold based on the findings from the evaluation the difficult to deploy can be confirmed via the engineering analysis. Results from the engineering evaluation confirm that root cause of the difficulty to deploy was a manufacturing deficiency in which the constraining loop of the device was routed incorrectly. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: seven ¿ angiogram/jpeg images provided for evaluation. Cannot provide diameter or length measurements with jpeg images. If there is a marker pigtail catheter present approximate length measurements are possible. Angiogram clip #1 shows (9:49 am): o undeployed device is advanced to just above the renal arteries, in the aorta. Angiogram clip #2 shows (9:58 am): o there¿s a partially deployed gore® excluder® conformable aaa endoprosthesis distal to the renal arteries in the abdominal aorta. Angiogram clip #3 shows (10:05 am): there appears to be a selective angiogram being done on this angio run. In this projection, cannot confirm any contrast outside the levels of the implanted device. This image appears to show the partially deployed device is still on the delivery catheter. Angiogram still image #4 shows (10:09 am): poor image quality. Angiogram clip #5 shows (10:12 am): device is still partially constrained. Jpeg image #6 shows (10:16 am): ballooning of the proximal end of the partially deployed proximal end of the gore® excluder® conformable aaa endoprosthesis. The ballooning appears to show the implanted device was difficult to deploy. Angiogram clip #7 shows (10:19 am): the proximal end of the implanted device appears to be more expanded. Cannot confirm if the proximal end of the device is fully deployed and sealed, without contrast.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular aneurysm repair (evar) procedure for abdominal aortic aneurysm (aaa) utilizing a gore® excluder® conformable aaa endoprosthesis. Reportedly, it was an elective evar with the use of a 28.5mm excluder conformable graft. Everything was deployed as normal until the constraining mechanism failed. The first deployment handle was deployed and the physician wanted to constrain the top and reposition the graft to a more optimized location and the constraining feature was activated with the rotation of the grey knob and with the black marker moving until a full stop and the proximal end of the graft was constrained. It was done one time to open the graft back up and un-constrain it with the grey knob was rotated until the black marker was at the opposing end at a full stop, however, the proximal end of the graft did not open as it remained closed. Physician tried to rotate the grey knob again to 'close and open', however, there were no changes to the proximal end of the graft as it remained in a constrained position. This resulted in deploying the graft in an unfavorable position by releasing the secondary deployment mechanism as graft was deployed lower on purpose due to the unpredictability of, if the graft can be reconstrained and redeployed in a more favorable location. This did release the top of the graft, which then opened to full diameter, however, once the lunderquist wire and two fibers were trailing as the deployment handle was being pulled, the physician experienced a high level of resistance when doing so initially and halfway through was able to mange and pull the secondary deployment handle free from the delivery system and complete the procedure. The patient tolerated the procedure. There were no deployment line breakage and no patient anatomical challenges other than angulation degree of 69 degrees in the lateral projection that would have affected deployment. 1960-e:-other/unknown is used to account for the proximal end remaining constrained while rotating the grey knob.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular aneurysm repair (evar) procedure for abdominal aortic aneurysm (aaa) utilizing a gore® excluder® conformable aaa endoprosthesis. Reportedly, it was an elective evar with the use of a 28.5mm excluder conformable graft. Everything was deployed as normal until the constraining mechanism failed. The first deployment handle was deployed and the physician wanted to constrain the top and reposition the graft to a more optimized location and the constraining feature was activated with the rotation of the grey knob and with the black marker moving until a full stop and the proximal end of the graft was constrained. It was done one time to open the graft back up and un-constrain it with the grey knob was rotated until the black marker was at the opposing end at a full stop, however, the proximal end of the graft did not open as it remained closed. Physician tried to rotate the grey knob again to 'close and open', however, there were no changes to the proximal end of the graft as it remained in a constrained position. This resulted in deploying the graft in an unfavorable position by releasing the secondary deployment mechanism as graft was deployed lower on purpose due to the unpredictability of, if the graft can be reconstrained and redeployed in a more favorable location. This did release the top of the graft, which then opened to full diameter, however, once the lunderquist wire and two fibers were trailing as the deployment handle was being pulled, the physician experienced a high level of resistance when doing so initially and halfway through was able to mange and pull the secondary deployment handle free from the delivery system and complete the procedure. The patient tolerated the procedure. There were no deployment line breakage and no patient anatomical challenges other than angulation degree of 69 degrees in the lateral projection that would have affected deployment.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: seven ¿ angiogram/jpeg images provided for evaluation. Cannot provide diameter or length measurements with jpeg images. If there is a marker pigtail catheter present approximate length measurements are possible. Angiogram clip #1 shows (9:49 am): undeployed device is advanced to just above the renal arteries, in the aorta. Angiogram clip #2 shows (9:58 am): there¿s a partially deployed gore® excluder® conformable aaa endoprosthesis distal to the renal arteries in the abdominal aorta. Angiogram clip #3 shows (10:05 am): there apears to be a selective angiogram being done on this angio run. In this projection, cannot confirm any contrast outside the levels of the implanted device. This image appears to show the partially deployed device is still on the delivery catheter. Angiogram still image #4 shows (10:09 am): poor image quality. Angiogram clip #5 shows (10:12 am): device is still partially constrained. Jpeg image #6 shows (10:16 am): ballooning of the proximal end of the partially deployed proximal end of the gore® excluder® conformable aaa endoprosthesis. The ballooning appears to show the implanted device was difficult to deploy. Angiogram clip #7 shows (10:19 am): the proximal end of the implanted device appears to be more expanded. Cannot confirm if the proximal end of the device is fully deployed and sealed, without contrast. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.